Manufacturer narrative:
Date rec'd by MFR: 22nov2019. The power supply from the customer was returned for failure analysis. The power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported that the ventilator does not recognize ac power. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 22 august 2019. Date of this report: 14 november 2019. The service technician evaluated the unit and the customer reported problem was not duplicated. Review of the diagnostic log the service technician found that the unit was running on battery power several times, so the power supply was replaced as a preventive measure.